Event description:
A malfunction on the pump was reported, with a specific code indicating the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further incidents. No additional actions were required, and the customer was advised to call back if the malfunction code reappeared.